Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. The device had been implanted for 39 months, and went from elective replacement indicator (eri) to end of life (eol) in one month because of a long charge time.